Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance. The shock impedance rose from around 90 ohms at the initial implant of the system to around 130-140 ohms about two months post-implant. The patient was brought in office for further testing. Continuous testing of the shock lead impedance resulted in measurements that were within the normal range. The physician elected to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.